Event description:
The caller reported that the insulin gauge on their pump displayed a different amount than expected, with a significant discrepancy between the current fill estimate and the expected value. There was no adverse impact to the customer¿s blood glucose level. The customer initially followed instructions to reload the same cartridge and deliver a bolus, but the discrepancy remained. Technical support assisted the caller in filling and loading a new cartridge, and the caller was advised to monitor the situation and follow up if necessary.